Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracic wedge segmental resection, the lung parenchyma was approached for tumor resection. The device performed the first firing then the jaws were attempted to be opened and they were not able to open smoothly. When the device was checked, there were staples that were unable to be closed properly and were not b-shaped. It the jaws were hard to be opened due to non b-shaped staples. When the reload was collected and checked, the staples remained at 10mm from the distal end of the cartridge. The tissue was not so thick. A new reload was used and the tumor was extracted. There was no patient injury.